Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving an action 3 manual wheelchair which was manufactured by invacare (B)(4). Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the action 3. There was no malfunction of the device, the root cause of the event was user error. The medical technical officer, who reported the complaint, did a safety check of the chair for continued use and no damage was found. The owner¿s manual for the myon states: "the manual wheelchair is intended for indoor and outdoor use on firm surfaces free of climbing obstacles. All other uses are prohibited". "Do not climb, go up or down ramps".

Event description:
The patient was sitting in the chair with the hip belt fastened. The transport straps to the flooring had been released and the patient disengaged the wheel locks. The chair began rolling backwards down the ramp and fell off the ramp to the ground with the patient still in the seat.